Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered too large of a bolus at lunchtime. The customer's blood glucose (bg) level subsequently decreased to 38 mg/dl. The customer consumed carbohydrates and drank a soda to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.